Manufacturer narrative:
The pump was received with normal sleep currents. The pump passed the self test. The pump was monitored without a battery. Reinserted the battery back into the pump less than 10 minutes and no unexpected power loss, black screen or blinking red light noted. No unexpected pump error alarm was triggered when the backup battery unloaded voltage was not less than 3.7v for 240 consecutive minutes. The pump was received with cracked battery tube threads, a scratched case and a stained keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump had a black display screen. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis.